Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump stooped in the middle of the rewind. Customer¿s blood glucose was unknown at the time of incident. Customer also stated that the insulin pump makes grinding noise and was slower to rewind. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. No rewind anomaly noted.